Event description:
Device malfunction: filter basket recovery issue. Time of complication: during the procedure in 2006. Symptoms/ae: foreign body removal. It was reported that the shapable tip recovery catheter had difficulty advancing over the filter basket and the low profile flexible design recovery catheter was used and successfully recovered the filter basket. No additional information was available.